Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedance measurements (greater than 3000 ohms) and noise. It was noted that there was evidence of a lead fracture. Subsequently, this lead was surgically capped/abandoned and replaced. No additional adverse patient effects were reported.